Event description:
Prior to surgery, physician reported that a collagen peel off occurred upon packaging opening. There was no pt injury as the graft was not implanted and was replaced by another graft.

Manufacturer narrative:
The rec'd complaint device had no tyvek lid and the graft had been cut in two pieces. The statement from the physician that the peel off was evidenced at package opening prior to manipulating the graft, within the package is therefore not consistent with the sample. Visual examination confirmed the presence of pieces of collagen. It was also observed that the edges to the graft had frayed indicating that the cutting of the graft was not clean, probably due to the use of a blunt instrument which is turn could easily have caused the collagen peel off. To confirm the above, two devices from the reserve sample manufactured within the same period as the complaint device were evaluated. Visual examination evidenced no product anomaly, and no poor collagen adherence. Both grafts were cut with scissors to two types (sharpened scissors and blunt scissors). When sharpened scissors where used, graft was clean cut, no fraying was observed and no collagen particulates were generated, while when the blunt scissors were used, fraying was observed and particulates of collagen were generated. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft from the same batch number than the complaint deivce indicated to a value well wtihin product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. Conclusions: no conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product instructions for use, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.